Manufacturer narrative:
The reported field event of lead connection issue was confirmed. Visual analysis shows the atrial ring spring was dislodged and pushed into the atrial lead bore.

Event description:
During initial implant procedure, the lead was not able to fit into the device header due to a metallic piece in the connector blocking the lead. The set screw was unable to be moved. A new device was selected and successfully implanted to resolve the event. The patient was stable.